Manufacturer narrative:
Insulin pump rewinds properly. No rewind anomaly noted during testing. Minor scratched display window, cracked case at display window corners and cracked reservoir tube lip noted.

Event description:
It was reported that the insulin pump was cracked on the side where the electronics is for rewinding the device. The customer stated that the damage occurred while playing basketball. The customer's blood glucose was 300 mg/dl which was treated with manual injection. The insulin pump would not rewind. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.